Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. Stent struts on proximal rows 1 to 4 were misaligned. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A visual examination identified a hypotube kink approximately 16.5cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure a shaft kink occurred. The lesion was located in the right coronary artery. When the physician was attempting to cross the lesion with the 2.75x16mm taxus liberte stent the shaft was kinked. The procedure was completed with a different device. The patient status is listed as good with no complications reported. Device analysis revealed stent damage.